Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/01/2019.

Event description:
It was reported that the power light emitting diode (led) indicator turned off due to button operation. There was no patient involvement.

Manufacturer narrative:
G4: 01oct2019; b4: 09oct2019. The manufacturer's international service technician confirmed the reported issue as a slight contact failure. The customer declined to have the power switch overlay replaced. The technician performed periodic maintenance on the device and no other abnormalities were found. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.